Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the backup battery does not charge. The device was not in use at the time of the reported event. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 03dec2018. Date received by manufacturer: 29nov2018. MFR report # 2031642-2018-02234 is a duplicate of an event previously reported under MFR report # 2031642-2018-02124. Any additional information will be submitted under the initially reported MFR#(2031642-2018-02124). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.